Event description:
The customer contacted carefusion technical support with the following: "we have recently encountered a problem with some defective diaphragms in the mark 7 units, it looks as if the rubber is too thin and it cracks and leaks under pressure. I have attached one picture of the bad unit that we have at the office. The split is evident all around the metal disc, you can see a variety of splits if you look closely and we have one more being returned from a client for a total of 2 so far that we know of."

Manufacturer narrative:
(B)(4). Carefusion technical support shipped replacement diaphragms to the distributor. They also issued a return goods authorization (rga) number for the return of the alleged faulty diaphragms for evaluation. As of may 28, 2015, carefusion has not received the alleged faulty diaphragms.